Event description:
A surgeon reported that the shunt was difficult to release from the inserter during glaucoma filtration surgery. He also stated that after the shunt was implanted, he attempted to push a suture through the device but it would not progress any further than the middle, causing it to be blocked. The shunt was removed and a trabeulectomy was performed. Additional info has been requested.

Manufacturer narrative:
The product was not returned for eval. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. The root cause could not be determined. There were no other complaints reported in this lot. (B)(4).